Event description:
It was reporting that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. In 2005 the lesion being treatedwas located in the moderately tortuous, severly calcified, 95% stenotic, mid left anterior descending artery (lad). The vessel was predilated with a maverick balloon of unknown size. The physician implanted a 3.0 x 16 mm taxus express2 drug eluting stent. The stent was slightly underployed, due to the heavily calcified lesion, and the balloon was unable to be withdrawn from the stent. The physician reinflated the balloon to 12 atms, then deflated but resistance was still felt, then to 20 atms but resistance was again felt. The physician inflated the balloon to 20 atms three times but resistance was felt with each withdrawal attempt. A slow deflate technique was attempted but unsuccessful. After 15 to 20 minutes of withdrawal attempts the guide catheter deep seated releasing the balloon from the stent. The total inflation time is unk. The stent remained in good position after the balloon was removed. No pt complications were reported. The pt condition was reported as 'satisfactory/ good'.